Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Cause of previously reported death is reported cardiogenic shock.

Event description:
During index procedure, the physician implanted two endeavor sprint rx drug eluting stents; one in the rca and one in the lad. It is reported that approximately 35 months post index procedure, the patient expired. Cause of death is reported as cardiac ¿ decompensated cardiac failure. Investigator assessed the event was not related to the study device.

Manufacturer narrative:
Evaluation - inherent risk of procedure (shock).